Manufacturer narrative:
Sample has not been returned to manufacturer in time for this report. The results of the investigation are not available at the time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that during an attempt to ventilate a pt; upon removal of the bag, the plastic reservoir assembly was not connected to the bottom of the resuscitation bag. It was noticed that the threaded aspect of the plastic apparatus appeared to be melted. No pt injury reported.